Event description:
It was reported that the pump declared a cartridge change error, causing the customer's blood glucose level to exceed 500 mg/dl. The customer initially took no action to address the high blood glucose and stated they felt unwell, planning to return home to replace the cartridge. Tandem technical support instructed the customer to inspect the pump and perform cleaning and loading procedures. The customer successfully completed the load process and resumed insulin delivery.